Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
Customer reported that they have been experiencing high blood glucose of 600 mg/dl for 7 days. Blood glucose was 475 mg/dl at the time of the call and treated with manual injection. Customer had no symptoms related to high reading. Insulin pump was not in use within 48 hours of reported high blood glucose event. Customer stated that they were in coma 2 years ago when insulin pump fell off. Customer did not mention how they were treated.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level, diabetic keto acidosis. Blood glucose level at the time of the incident was 600 mg/dl, 495 mg/dl, 475 mg/dl. Customer were in coma wen insulin pump fall off. Customer was treated with syringe. Customer stated insulin pump was not working, did not getting insulin and also they did not get an alert to change set. Customer stated retainer ring was loose and reservoir was unable to lock in place when inserted into insulin pump. It was unknown that customer was using auto mode or not. Troubleshooting was performed. The insulin pump will be returned for analysis.